Manufacturer narrative:
Evaluation summary this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the insulation on the jaw wire insulation was damaged on one side. The reported condition was not confirmed, but the wire showed missing insulation. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. A part of the insulation is missing. The investigation identified the cause of the reported event to be an user error. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the upper portion of the jaw cover was fallen into the pelvic cavity after activation.